Manufacturer narrative:
In response to FDA report number: mw5096260. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "chronic fatigue, memory loss, brain fog, muscle aches, hyperparathyroidism, hypercalcemia, raynauds; shortness of breath, unable to take deep, breath neck/back pain, flu like symptoms, joint pain; dry skin, dry mouth, gastrointestinal issues, lymph node swelling, insomnia. Anxiety, depression; inflammation, cardiac arrhythmias. Syncope, weight gain".

Event description:
Patient reported chronic fatigue, memory loss, brain fog, muscle aches, hyperparathyroidism, hypercalcemia, raynauds; shortness of breath, unable to take deep, breath neck/back pain, flu like symptoms, joint pain; dry skin, dry mouth, gastrointestinal issues, lymph node swelling, insomnia. Anxiety, depression; inflammation, cardiac arrhythmias. Syncope, weight gain. This is left side record. Device remains implanted.